Event description:
It was reported that during the implant procedure, there was difficulty positioning/fixing the lead and poor sensing . The lead was not implanted. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4) upon analysis, it was reported that no anomalies were found, the outer insulation was breached, and there was blood on the proximal conductor (non-obstructing).